Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The transmitter voltage test: pass. Global transmitter functional test: pass. Nordic bluetooth pairing test: pass. The receiver log were reviewed and a loss of connection was present in the log. The patient's complaint was confirmed because there were loss of connection gaps present on the log. The reported event of a loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device and receiver. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.